Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the left ventricular lead had high thresholds. The lead was removed and the physician noted the lead lumen was full of blood. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. By design, the lead is manufactured with a septum in the tip that will sometimes allow blood ingress. There was no insulation breached was observed.